Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:22:00. During night drain cycle 12, the patient's ultrafiltration reading was 2792ml, indicating the home patient (hp) drained 1622ml more than their maximum programmed fill volume of 2600ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 2792ml during therapy initiated on (B)(4) 2011 21:22:00, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 12 drain was completed on (B)(4) 2011 07:25:34 and the user's actual drain volume during cycle 12 was 4085 ml. The actual drain volume of 4085 ml is 157.1% of largest prescribed fill volume (lpfv) of 2600 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.